Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information stated the replacement was done on (B)(6) 2013 and the implantable neurostimulator (ins) had already been removed prior, date unknown. It was reported the healthcare provider (hcp) removed the old percutaneous leads and extensions and put in a surgical paddle and new ins. Reportedly, the leads had migrated and were no longer helping her pain. The patient was doing well at the time of report.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013 product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a percutaneous stimulator and has to have a revision. The reporter stated they have a lumbar lead now, but will have a cervical lead placed. Additional information received reported the patient had their revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).